Event description:
Patient reported to covering pcp in office visit earlier this week that she has been having skin reactions to the adhesive on the freestyle libre 14-day continuous glucose monitoring sensors. The skin irritation from the sensors has been happening at least since (B)(6) 2020. Per patient "when I switch arms every 14 days the round little scab stays around until I switch meters, usually two weeks. It is also itchy under it in between." Pharmd has reported a similar reaction before in another patient to medwatch for this same sensor adhesive. FDA safety report ID# (B)(4).